Event description:
It was reported that this inflatable penile prosthesis was not performing as expected due to fluid loss. The patient underwent surgery and both cylinders were broken in both sides, the reservoir was empty. The device was replaced. There were no patient complications.